Event description:
One pt with discrepant troponin t results. Initial result gave 0.122 ug/l; repeated twice giving 0.016 and 0.019 ug/l. If add'l info is rec'd, appropriate notification will be provided.